Event description:
As per the request submitted by FDA medwatch program, this report is being resubmitted as report number 1649833-2016-70009-1. This report was submitted as 1649833-2016-70001-1, march 1, 2016. Description from original follow-up medwatch report as follows: this is a follow-up report to the original MDR no. 1649833-2016-70001. Event occurred in (B)(6). Original report stated: "(B)(4) distributor reported that they received a complaint from dr. (B)(6) who implanted a onxmc-25/33 and found that a leaflet did not work properly he explanted the valve and found that the leaflet had no motion problem he requested investigation". The valve has been returned and re-tested. The valve was found to function per specifications. It is concluded that the valve was not defective. A leaflet motion problem will occur when there is interference with leaflet movement, typically from anatomic interference. This condition has been reported at a very low level, approximately 0.0%. In all cases where we have been able to re-test the returned product, it has been found to meet specifications.